Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ruptured breast implants.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.